Event description:
Caller reported that the t:slim x2 pump battery was not charging, with a power source alert, alert 07, appearing in the pump history around the time the issue began. There was no adverse impact to the customer¿s blood glucose level. Customer was using the appropriate tandem charging cable and wall adapter, and was instructed to plug the adapter into a known working outlet and wait at least 30 minutes to initiate charging, with a follow-up planned by technical support.